Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: investigation revealed moisture in the battery compartment. Leak testing revealed a battery compartment leak. The pump casing was opened and no further moisture damage was found. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture and corrosion in the cartridge compartment. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.